Manufacturer narrative:
The device was received not deployed. Once the needle cap was removed the device was fully deployed. The download data showed no timeouts, alarms, or drive stalls during the priming sequence. No failures were observed during inspection of the needle mechanism that would lead to the device deploying early. During the investigation, the needle mechanism was manually reset into its loaded position using the lock and load fixture. Rotation of the ratchet gear deployed the needle mechanism as intended. The bottom housing cannula window and eseal were checked for damages and no issues were observed. The exact cause of the needle deploying early could not be determined. No other damages or deficiencies were observed during the investigation.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed early. The pod was not worn.